Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm. A 5.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for about 10 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6)